Manufacturer narrative:
The resonator s/n (B)(4) was received at the manufacturer on january 28, 2016.

Event description:
It was reported that during a procedure error 171 and 172 were observed and the fiber was burned. Additional information was not reported. An alternate method (rtu) was used to complete the procedure. No injury was reported

Manufacturer narrative:
(B)(4). System analysis/service repair on february 11, 2016: the reported error occurred due to a faulty resonator. The resonator was replaced. The system was tested and verified to specification.

Manufacturer narrative:
System analysis/service repair was performed on (B)(6) 2016. The resonator s/n (B)(4) was received at the manufacturer on (B)(6) 2016. Product evaluation: the resonator s/n (B)(4) evaluation was completed by february 26, 2016 and the evaluation noted no packaging damage to the crate; no external damage noted to the resonator; only 5 bars on the diode noted to be lighting up and coupler cover was noted to be stuck. The diode; c coupler cover and desiccant were replaced. The resonator power was re-peaked and a new test report was completed. Probable root cause: based on the fa report, the root cause was determined to be diode and c coupler cover.